Event description:
A report was received that the patient was admitted to a facility on (B)(6) 2016 due to anxiety disorder. The patient was in a different rehabilitation facility 3 weeks prior where it was believe their stimulator had been set incorrectly and was over stimulating them. This caused the patient to develop violent hyper kinetic signs. The patient complained of a sense of discomfort from the inside, not knowing how to move physically, felt they had a treat phobia of electricity and feeling uncomfortable with the device stimulation. The patient was afraid of the stimulation emitted from the devices and experienced panic attacks. After 5 weeks in the facility where the patient focused appreciating the overall positive results of the implanted device and came to have a positive experience again and trust the device. The patient was discharged on (B)(6) 2016, and planned to follow up with outpatient psychotherapy. On (B)(6) 2016, the patient was re-admitted for continued phobia of electricity. The patient was volatile while on medication and stimulation. The stimulation was deactivated. Re-activation of the stimulation resulted in patient experiencing panic attacks which were treated with medication. The patient was discharged on (B)(6) 2016 and continues with psychiatric treatment. Additional information was received that on (B)(6) 2016, the patient was transferred from the neurology ward to continue with psychiatric treatment. On (B)(6) 2016 the patient was discharged with plan to continue psychiatric treatment as an outpatient, continuation of medication, regular laboratory and ECG test as well as continuation of outpatient psychotherapy. The event remains not recovered/not resolved. The physician assessed that the event was not related to the procedure, probably related to the device hardware, and causal relationship to study device stimulation. Additional information was received that on (B)(6) 2016, the clinical patient, study (B)(6) registry, was also admitted with anxiety disorder which was severe. The patient was admitted for a psychiatric evaluation and discharged. The event was assessed as a casual relationship to the stimulation and probably related to the hardware and not related to the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2202-30. Serial: (B)(4). Description: dbs directional lead sterile kit, 30cm.

Event description:
A report was received that the patient was admitted to a facility on (B)(6) 2016 due to anxiety disorder. The patient was in a different rehabilitation facility 3 weeks prior where it was believe their stimulator had been set incorrectly and was over stimulating them. This caused the patient to develop violent hyper kinetic signs. The patient complained of a sense of discomfort from the inside, not knowing how to move physically, felt they had a treat phobia of electricity and feeling uncomfortable with the device stimulation. The patient was afraid of the stimulation emitted from the devices and experienced panic attacks. After 5 weeks in the facility where the patient focused appreciating the overall positive results of the implanted device and came to have a positive experience again and trust the device. The patient was discharged on (B)(6) 2016, and planned to follow up with outpatient psychotherapy. On (B)(6) 2016, the patient was re-admitted for continued phobia of electricity. The patient was volatile while on medication and stimulation. The stimulation was deactivated. Re-activation of the stimulation resulted in patient experiencing panic attacks which were treated with medication. The patient was discharged on (B)(6) 2016 and continues with psychiatric treatment. Additional information was received that on (B)(6) 2016 the patient was transferred from the neurology ward to continue with psychiatric treatment. On (B)(6) 2016 the patient was discharged with plan to continue psychiatric treatment as an outpatient, continuation of medication, regular laboratory and ECG test as well as continuation of outpatient psychotherapy. The event remains not recovered/not resolved. The physician assessed that the event was not related to the procedure, probably related to the device hardware, and causal relationship to study device stimulation. Additional information was received that on (B)(6) 2016 the clinical patient, study a4010 vercise dbs registry, was also admitted with anxiety disorder which was severe. The patient was admitted for a psychiatric evaluation and discharged. The event was assessed as a casual relationship to the stimulation and probably related to the hardware and not related to the procedure.

Event description:
A report was received that the patient was admitted to a facility on (B)(6) 2016 due to anxiety disorder. The patient was in a different rehabilitation facility 3 weeks prior where it was believe their stimulator had been set incorrectly and was over stimulating them. This caused the patient to develop violent hyper kinetic signs. The patient complained of a sense of discomfort from the inside, not knowing how to move physically, felt they had a treat phobia of electricity and feeling uncomfortable with the device stimulation. The patient was afraid of the stimulation emitted from the devices and experienced panic attacks. After 5 weeks in the facility where the patient focused appreciating the overall positive results of the implanted device and came to have a positive experience again and trust the device. The patient was discharged on (B)(6) 2016, and planned to follow up with outpatient psychotherapy. On (B)(6) 2016, the patient was re-admitted for continued phobia of electricity. The patient was volatile while on medication and stimulation. The stimulation was deactivated. Re-activation of the stimulation resulted in patient experiencing panic attacks which were treated with medication. The patient was discharged on (B)(6) 2016 and continues with psychiatric treatment. Additional information was received that on (B)(6) 2016 the patient was transferred from the neurology ward to continue with psychiatric treatment. On (B)(6) 2016 the patient was discharged with plan to continue psychiatric treatment as an outpatient, continuation of medication, regular laboratory and ECG test as well as continuation of outpatient psychotherapy. The event remains not recovered/not resolved. The physician assessed that the event was not related to the procedure, probably related to the device hardware, and causal relationship to study device stimulation. Additional information was received that on (B)(6) 2016 the clinical patient, study (B)(4) vercise dbs registry, was also admitted with anxiety disorder which was severe. The patient was admitted for a psychiatric evaluation and discharged. The event was assessed as a casual relationship to the stimulation and probably related to the hardware and not related to the procedure.

Manufacturer narrative:
Additional information was received that on (B)(6) 2016 the clinical patient developed severe anxiety disorder and was admitted. The patient appeared depressed and anxious. Adjustments were made to the medications and stimulation which resulted in a significant improvement. The patient expressed fears about being left alone at home and it became clear that the subject has anxiety with regards to the ipg and that it has caused a great deal of suffering. Patient reported anxiety about pacemaker failure and the supply of electrical current causes issues with reliving stressful childhood experiences. The depression score of the patient was normal and the hads-d psychometric tool for quantifying anxiety and depression, the patient anxiety score was a notable 11/21 points. Patient was discharged with a plan to return to psychotherapeutic treatment.